Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information reported on (B)(6) 2016 stated that the physician found a lot of nso episodes in device memory and all of them were caused by p wave oversensing. The physician believed that this phenomenon was caused by oversensing between the leads, but a possible debuting lead issue cannot be ruled out. Moreover the physician noticed that out-of-clinic rv sensing measurement was 0.3mv due to oversensing. The physician was convinced that real sensing value was better and higher. For this reason he repeated the test several times and effectively it was almost 11mv. The physician wanted to evaluate the leads further with lead provocation testing, pocket stimulation and push around the header where the leads are inserted to see if any noise can be reproduced but nothing appeared in real time. At the same time as the provocation testing the physician measured the impedance a lot of times and it was always the same one. When the patient moved his body on left side the single oversensing beat appeared in real time. Moreover the physician decided to investigate the x-ray exam to check the lead integrity and he believed that it was good for both leads but he had many doubts about how the leads are positioned into the pocket. However the physician preferred not to take any action. He would like to review the patient in two months in clinic. At the moment he didn't want open the pocket and positioning better the leads. The patient medical condition was good.

Event description:
It was reported that the atrial lead exhibited automated mode switch episodes due to noise. The noise could not be reproduced with provocative testing and pocket manipulation. The device was reprogrammed and would continue to be monitored. The patient was noted to be in good condition.

Event description:
New information on (B)(6) 2016 indicated that the atrial lead exhibited noise with several inappropriate auto mode switch episodes. Provocative testing and pocket manipulation did not reproduce the noise. No medical intervention was performed. The patient was in good condition post event.

Event description:
New information reported that noise resulting in automated mode switch episodes continued to be observed on the lead during follow-up on (B)(6) 2015. The noise could not be reproduced. No changes were made and the patient was noted to be in good condition.

Event description:
New information reported stated that on (B)(4) 2017, the physician found several nso episodes in device memory and he believed that all of them were caused by post atrial paced p wave oversensing on ventricular channel. The physician decided to increase the ventricular pacemaker max sensitivity. Moreover, the physician noticed one inappropriate ams due to noise on atrial channel. The physician performed lead provocative testing and pocket manipulation and noise was not appeared. The physician supposed that probably a lead debuting issue or not good lead positioning was the reason. However the physician preferred not to take any action and he is going to review the patient in clinic in two months.

Manufacturer narrative:
This report is to correct previously reported information on (B)(6) 2017. The previously reported p-wave oversensing was the behavior exhibited by the right ventricular lead and not the right atrial lead. The information can be referenced in supplemental report (B)(4).

Event description:
The previously reported p-wave oversensing was the behavior exhibited by the right ventricular lead and not the right atrial lead. The information can be referenced in supplemental report (B)(4).

Event description:
New information reported stated that the patient presented to the clinic and multiple auto mode switch episodes occurred due to noise on the atrial channel. The noise could be reproduced with provocative testing and pocket manipulation. The physician elected not to perform any action.

Event description:
New information on (B)(6) 2016 indicated that atrial lead oversensing noise was still being observed. No medical intervention was performed. No patient symptoms were reported..